Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided an ez-uo needlevise. One side of the needlevise base appeared to be partially detached and a visible hole through the base was observed and confirmed to be caused by a needle. A review of manufactuirng records did not yield any relevant findings. A lab study was conducted to evaluate the force required to penetrate the bottom of the needlevise which concluded an average of 28 lbs. The provided instructions includes proper techniques for placing the stylet into the sharps containment and warns not to use two hands for driving the stylet into the needlevise and not to place the device on a leg or pam of the hand. The potential cause is operational context as improper technique could lead to needle stick. The teleflex sales rep offered re-training on the issue and provided additional copies of the IFU and technique card. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the io was placed into the proximal tibia of a cardiac arrest patient by ems in the field. One of the paramedics that helped on the call said that after the call he was handed the red sharps container that comes in the io needle pack. He walked down the stairs to deposit it into their sharps box. At the bottom of the stairs he heard a click and realized the io needle had passed through the sharp shuttle into his hand and he was stuck.